Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 115 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system alarm test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.